Event description:
It was reported that the left brake on the 9800 system c-arm is not holding. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the plunger brake steering. The system was tested and found to be working as intended and placed back into service.